Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed for an epidural delivery of ropivacaine 0.2% at a rate of 10ml/hr, with a vtbi (volume to be infused) of 100ml/hr, with a vtbi (volume to be infused) of 100ml, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, it was reported that the device alarmed "end of infusion"; however, it was noted 45 ml remained in the ropivacaine container. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. The customer contact reported that the pt was ready to deliver. Therapy was discontinued. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.